Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome and post lumbar laminectomy syndrome. It was reported that the patient was experiencing stimulation in the wrong location. They stated that they were feeling stimulation in the front, like in their belly. It was indicated that the programmer showed stimulation was on. Group a had programs 1 and 2. The patient confirmed that they had access to change the amplitudes and felt stimulation. It was indicated the patient had noticed this after they had fell off their bed. The patient was redirected to follow-up with their healthcare provider (hcp) to check their ins after the fall and assess the stimulator location. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.